Manufacturer narrative:
Customer reports of leaflet tear, calcification, and stenosis were confirmed. Leaflet tear in the as received condition may lead to regurgitation. X-ray demonstrated wireform intact and minimal calcification on leaflets 2 and 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 1 at the inflow aspect. Moderate to heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 3 at the outflow aspect. Host tissue fused leaflets 1 and 3 by approximately 7mm at commissure 1 and leaflets 2 and 3 by approximately 7mm at commissure 3 on the outflow aspect. Leaflet 2 had a 7mm tear near commissure 2. Leaflet was thickened and swollen at the tear. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Part of the sewing ring was cut off around leaflet 2 and cut off fragments were not returned with valve. Multiple sutures remained attached to the sewing ring around the valve. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Product complaint (B)(4). Edwards received notification that this valve model 6900ptfx29 was explanted from the mitral position after an implant duration of 10 years and 9 months due to a leaflet tear and mild calcification leading to mild stenosis and severe mitral regurgitation. This patient was (B)(6) at the time of the implant. As reported the patient had presented with severe acute breathlessness one month ago. On echo, this patient was diagnosed with severe mitral regurgitation and moderate mitral stenosis. However, on pre-operative tee, severe mr and mild ms was observed and one leaflet was torn from the strut post. The operative finding was similar, one cusp was torn and there was very mild calcification in the cusp. As per product evaluation, moderate to heavy host tissue overgrowth fusing leaflet 1 and 3 was also found. A non-edwards mechanical valve was implanted in replacement. The patient was noted as to be doing well after the procedure.